Event description:
It was reported the customer received a button error alarm. It was also found the customer's buttons were unresponsive on their insulin pump. The customer's blood glucose was 145 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.